Manufacturer narrative:
Updated data: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that prior to the dislodgement of the second valve, a pre-implant bav was performed using a 28 mm non-medtronic balloon.

Manufacturer narrative:
Additional codes: annex f health impact code f05. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during loading of the first valve, a misload was not identified. Following the infold, a post-implant bav was not performed. Subsequently, the infold resulted in a procedural delay. Per the physician, the patients native bicuspid valve contributed to the infold. Prior to deployment of the second valve, a pre-implant bav was performed, but a post-implant bav was not performed. It was noted that the fluoroscopic images made it difficult to determine the implant depth of the valve, and the native bicuspid valve contributed to the dislodgement. It was further reported that the deployment starting point was at the bottom of the pigtail catheter. Prior to valve dislodgement, the implant depth was ¿ 2 millimeter (mm) on the non-coronary cusp (ncc) and -3 mm on the left coronary cusp (lcc). After the valve dislodged aortic, the implant depth was ¿ 2 mm on the ncc and 3 mm on the lcc. Additionally, following the implant of the valve, severe paravalvular leak (pvl) was observed. It was noted that a double curved non-medtronic guidewire was used.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve (f538952), a pre-balloon aortic valvuloplasty (bav) was performed with a 28 millimeter (mm) non-medtronic balloon. Upon deployment, the valve was implanted too deep. The valve was recaptured and during the second deployment attempt a infold was noted. The valve was recaptured and removed. A new delivery catheter system (dcs) and valve (f222747) was prepped. Upon first deployment, the valve dislodged, on the second attempt the valve was too deep, and on the third attempt the valve was too deep as well. The fourth and final attempt, the valve was shallow and partially dislodged. It appeared to be in the sinus and on the non-coronary cusp (ncc) side. However, there was minimal aortic insufficiency at 80%.the native valve was bicuspid and the physicians felt the shallow implant would adequately seal given the nature of bicuspid valves. Subsequently, on the final release it resulted in severe aortic insufficiency and due to the difficulty of placing the current valve, a decision was made to transfer the patient into surgery for an explant. The valve was explanted successfully. No additional adverse patient effects were reported.